Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue with and without navigation system. Representative reported that the site had deleted over 400 old exams which caused memory issues. A mobile view station (mvs) computer, uninterruptible power supply (ups) battery, pleora and system control board were replaced as a precautionary measure. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer and system control board have been received by manufacturer for evaluation but the results are not available yet. The suspect pleora and uninterruptible power supply (ups) battery has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure when transferring an imaging spin the mobile view station (mvs) of the imaging system went black and rebooted to start up screen. Representative stated that the imaging spin was transferred automatically without any issue. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The analysis on the suspect computer was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis on the system control board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: while testing the imaging system, the representative reported that the gantry rotor would intermittently not rotate between the ap and lateral image acquisition positions.

Manufacturer narrative:
The pleora was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.